Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm® volift¿ with lidocaine into the lips. After the injection, patient developed whitening the area of injection immediate after treatment, possible vascular compromise. The patient was completely recovered. Symptoms has been resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.